Manufacturer narrative:
The investigation is ongoing.

Event description:
It has been reported that the device's digital display was flickering while in use with a patient. There is no reported patient harm or consequences.

Manufacturer narrative:
This report is being submitted as a correction in response to corrective actions taken by the legal manufacturer. The manufacturer site number was incorrectly selected resulting in incorrect report numbers. A new MDR with the correct manufacturer site selected has been submitted under manufacturer report # 2518422-2023-16654.

Manufacturer narrative:
H10: the customer called the remote service engineer (rse) and reported that the display was flickering while in use with a patient. The customer requested onsite service to evaluate the ventilator. The rse created an onsite work order and sent the customer a repair approval but the approval was later discontinued as there was no response from the customer. An onsite approval was sent to the customer for evaluation of the device but was discontinued as there was no response from the customer. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.